Event description:
The nurse went to administer medication to the patient and noted that the extension set had broken off at the adapter.

Manufacturer narrative:
Attempts have been made to obtain additional info. A supplemental report will be completed if a sample is returned. Date submitted: 25 august 2008.